Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted quickly. Reportedly, the battery percentage went from 70% to 5%. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.